Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative did not service the system. It was instead completely replaced, pe the customers¿ request, to resolve the issue. The system has not been returned for testing at this time. Based on the information obtained, the root cause of the reported event is inconclusive a non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system stopped aspirating in the middle of phacoemulsification. Where it could not further prime or tune. System displayed multiple system messages 6118, 8092, 8109, 3033, 3019, 3022, 3019, 6117, 6115. The surgery was completed after switching back to another system. Procedure details and patient impact were not reported.